Event description:
The patient tested at 176, 178 mg/dl with their meter and then 595 mg/dl with another meter. As a result of the readings, they went to the emergency room where were being treated. While on the phone, it was determined that the meter could not be located. The customer stated that is was "lost" and could not be found. A replacement meter was provided and the customer was invited to call 24/7 with future questions/concerns.